Manufacturer narrative:
Device monitored without the test energizer battery inside the battery compartment and reinserts it back into the battery compartment for less than 10 minutes and no unexpected pump error 23 alarm noted. Device was received with pump error 75 alarm during self test due to internal battery connector not plugged in properly.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that their insulin pump had multiple pump error alarm. The customer¿s blood glucose level was 273 mg/dl at the time of the incident. Customer was able to clear the alarm and able to rewind the insulin pump. Customer was performed self test and it was not pass. Customer stated that insulin pump turn off without alarm. The insulin pump will be returned for analysis.